Event description:
The physician performing the case noticed an air bubble injected into the patient's coronary artery. He attributes this air bubble to the injector system and is concerned about it's reliability in accordance with patient safety.